Event description:
It was reported that the entire device was removed due to infection "apparently by urethral lesion during implantation".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.